Event description:
It was reported that the patient was unable to wear the device due to an allergic reaction. Additional information on this complaint has been requested.

Manufacturer narrative:
The device has been returned. When the investigation is completed, a supplemental report will be submitted.